Event description:
A report was received that the patient had a pocket revision due to soreness at the pocket site. The pt's ipg was moved from the lower back to the abdomen for comfort. The pt was reportedly satisfied with the new location and no longer has soreness at the pocket site.

Manufacturer narrative:
The device involved in the complaint was not returned to bsn because the device remains implanted in the pt. This is the final report.